Manufacturer narrative:
Fields g1 and g2 updated. The initial MDR was sent with the incorrect manufacturing site number in field g8, 2243471. The correct manufacturing site number is 1823260. The field service engineer (fse) performed yearly maintenance, replaced various parts, and checked sv and all tubings. The fse then ran an ise check, calibration check, and qc check. All checks met acceptance criteria. The cause of the event was found to be a defective valve. No further discrepancies were reported after the fse visit.

Manufacturer narrative:
The field service engineer (fse) readjusted the sipper and vacuum nozzles and the sipper line tubes and syringe seals. The investigation is ongoing.

Event description:
There was a complaint of questionable ise potassium (k) and ise sodium (na) results for multiple patients tested with a cobas 8000 ise module. The questionable results were not reported outside the laboratory. (B)(6). The lot numbers and expiration dates of the ise potassium and ise sodium, used were requested, but not provided.